Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Multiple unsuccessful attempts were made to obtain a sample. Without the actual device and/or lot number, a thorough investigation could not be performed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The device involved has not been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: report states that it was noticed that the catheter tip was missing when removed from the patient. There was approximately 3-3.5cm retained in the patient's epidural space. An xray and CT scan were performed. Based on the results, the patient met with the neurosurgery and did not have the tip removed at the time of discharge.